Event description:
Facility alleges an adverse reaction occurred during dialysis with dialyzer. Pt symptoms were bronchospasms, dyspnea, and tachypnea. Pt was given oxygen and urbason 40mg. Dialysis was discontinued and the blood in the dialyzer and bloodlines was not returned to the pt. Estimated blood loss-150cc's. No serious injury reported as a result of this incident. This event involved one pt.